Manufacturer narrative:
(B)(4). Batch # u5d12x. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with a tyvek present. Further analysis showed that packaging contained a psee60a device and inside in it a pse45a device. As part of our quality process, the manufacturing records of this batch and lot was reviewed, and the manufacturing standards were met prior to the release of this batch and lot. This defect has been correlated to the manufacturing process. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an unmatched size between packaging and product. 60 mm on packaging but actual product size was 45 mm. No patient consequence reported.